Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the ostial right coronary artery (rca). An unknown size taxus ion stent delivery system (sds) was advanced to the rca and deployed. It was noted that the stent seems to recoil after being implanted. The procedure was completed with this device.